Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was found to be leaking gelpads. The device and gel pads were evaluated. Alarms 01 and 02 were observed. The gel pads were found to be leaking. The arctic sun unit functioned as intended and passed a functional check. A DHR review is not required as the arctic sun gel pads batch number is unknown. The latest labeling revision will be reviewed for both neonatal and standard gel pads. Baw7667062 rev. 0, baw7667064 rev. 0 were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d ,e, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 1 (patient line open) and 2 (low flow) had occurred in an arctic sun device. Per review of wo on 17aug2024, device was used on patient and no patient injury reported. Per follow up information received via email on 19aug2024, the device would be sent to imi. The issue was not resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.

Event description:
It was reported that the alarm 1 (patient line open) and 2 (low flow) had occurred in an arctic sun device. Per review of wo on (B)(6) 2024, device was used on patient and no patient injury reported. Per follow up information received via email on 19aug2024, the device would be sent to imi. The issue was not resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter zip code that is provided (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 1 (patient line open) and 2 (low flow) had occurred in an arctic sun device. Per review of wo on 17aug2024, device was used on patient and no patient injury reported. Per follow up information received via email on 19aug2024, the device would be sent to imi. The issue was not resolved yet. Patient therapy completion status was under investigation. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.